Manufacturer narrative:
Pump passed the self test and displacement test. Pump error alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor. Pump was programmed with test guardian 3 link and a test plug. Pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. The insulin pump will be returned for analysis.